Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# mc1vr01-delsys, return date: 11-jul-2019. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. There was a mechanical problem with the stability member of the delivery system. The delivery system stability member was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. There is blood on the outer shaft at the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The stability member is kink/buckled at 34.2 cm from the distal end of the stability member. The stability member is be nt at 38.5 cm from the distal end of the stability member. The outer shaft is kink/buckled inside of the handle of the delivery system. Articulation could not be performed due to the outer shaft being kink/buckled inside of the handle of the delivery system and blood in the lumen not allowing the device to be recaptured to the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28 aug 2020 / serial#: (B)(4). Device available for eval: no. Dev rtn to MFR? No; mfg date: 04 apr 2019; labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), high thresholds and undersensing were observed. The leadless ipg was redeployed in multiple locations without any improvement in measurements. It was noted that the device was either faulty or was not reaching far enough into the heart to deploy into the cardiac tissue. The leadless ipg and delivery system were removed. A second leadless ipg was attempted and it also exhibited high thresholds and undersensing in multiple locations. The leadless ipg and delivery system were removed. The leadless ipg implant was abandoned and an intravenous single chamber system was implanted. No patient complications have been reported as a result of this event.